Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery due ophthalmic operating console and pak irrigation instability caused anterior atrial instability due to irrigation failure and posterior capsule breakage occurred which was treated with anterior vitrectomy procedure. The surgery was completed after replacing the product with another one. Patient symptoms were resolving.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The drain bag and the manifolds were not returned. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated system console representing the current software version was used to test the sample. The sample was tested with the lab stock components. The sample could prime and tune with the ultra sonic hand piece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The customer's event could not be replicated with the returned product. The root cause of the customer's complaint could not be established; the returned sample met specifications. There was no fluidic instability observed during evaluation of the returned sample. After an investigation of this complaint, it has been determined that this sample functioned per specifications. No adverse trends have been observed associated with the reported product and event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).